Event description:
It was reported that the image quality on the 9800 system lacked contrast during a procedure. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Reseated the image processor pcb, video controller pcb and adjusted the camera focus. Tests showed image quality improvement. The system was returned to service.